Event description:
A report was received that the patient was experiencing bad cramps from over use of the stimulator and was hospitalized. It was noted that the patient had adjustments a couple of times years ago and felt worse off.

Manufacturer narrative:
Additional information was received that no medical intervention was given for the patients bad cramps from over use of the stimulator. Normal reprogramming was done. The patient was doing well. There will be no further course of action needed at this time.

Event description:
A report was received that the patient was experiencing bad cramps from over use of the stimulator and was hospitalized. It was noted that the patient had adjustments a couple of times years ago and felt worse off.